Manufacturer narrative:
Pump passed all functional testing, including the idle current measurement test, run current measurement test, self test, off no powertest, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. Pump passed the dat at 0.08730 inches. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level of 600 mg/dl. Customer also reported that paramedics were called due to a low blood glucose level of 30 mg/dl. Paramedics treated the customer with a glucose shot and food. The customer was wearing the insulin pump at the time of both incidents. The customer was advised that the insulin pump would be replaced; customer agreed to return the device for analysis.